Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging and the ipg was non functional. It was also noted that patient experienced right sided back pain radiating down the legs to the ankle. The patients ipg was replaced and was doing will postoperatively. The explanted ipg will not be returned.